Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced secretion around the implant side. The patient underwent a procedure on (B)(6) 2013, to drain the site and was treated with antibiotics (type, dosage and duration not reported); however, the issue could not be resolved. The infection reoccurred and the patient underwent a revision surgery on (B)(6) 2013, to clean the site. The patient was receiving IV and oral antibiotics (dosage and duration not reported). It was also reported that the patient experienced poor performance with device use; however, reprogramming was attempted and the issue could be resolved.